Manufacturer narrative:
Testing completed was found to successfully pass and record into the device memory. During the blood glucose (bg) meter strip insertion verification, test the personal diabetes manager (pdm) was found to recognize the activities and powered on immediately with no issues noted. Also there were no power sensitivity issues noted. No communication issues were observed during insulin delivery. The pdm was found to function as intended.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient experienced high blood glucose (bg) levels (exact value unknown) while wearing the pod between 24 and 36 hours on the hip/buttocks. Long lasting insulin, lantus, was administered to treat the high bg levels and they subsequently decreased to 1.0 mmol/l (18 mg/dl). The patient was brought to the hospital due to hypoglycemia and treated with intravenous glucose. After monitoring her blood sugar, blood work, and heart tests the doctor believed there was an unknown issue with the patient¿s personal diabetes manager (pdm). Three pods total were changed while the patient was hospitalized before the pdm was replaced due to the unknown issue. The patient was then discharged from the hospital on (B)(6) 2018.